Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being low and it providing a lower than expected breath rate was confirmed. Ventec observed that all its pressure and flow waves were out of specification, which also resulted in the device being unable to maintain peep (positive end expiratory pressure). An internal inspection was performed where ventec observed contamination throughout the device. The observed contamination throughout the device required the replacement of several subassemblies. It is reasonable to conclude that the contamination of these subassemblies could cause the device to deliver low vte, an unexpected breath rate, as well as it being unable to maintain peep. The investigation determined that the likely cause of the reported issues was contamination, however, the source and/or cause of the contamination as well as the specific assembly that caused the reported issues could not be conclusively determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low and that it was providing a lower than expected breath rate. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue.